Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump button error alarm. The customer blood glucose level was unknown. The customer stated that they cannot clean this. Customer removed battery for all night but this no help. Customer reported that insulin pump was exposed to moisture. The device will be return for analysis.